Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (fu), deploy the endoprosthesis by using a steady, continuous pull of the deployment knob to release the endoprosthesis. Further, the IFU states, adverse events that may occur and/or require intervention include, but are not limited to improper component placement.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprostheses. During deployment of an aortic extender component (pla260300), it was reported the deployment line was extremely difficult to pull. It was reported there was nothing about the patient¿s anatomy that contributed to the deployment difficulty. According to the report, intra-procedural imaging showed the proximal end of the device appeared to be bending as the physician applied force in an effort to complete deployment of the device. It was reported imaging showed the device had deployed ~5mm proximal of its intended location and unintentionally covered the right renal artery. A bare metal stent was implanted into the right renal artery to maintain perfusion. The procedure concluded with the implantation of an additional aortic extender component as a bridge between the trunk-ipsilateral leg component and the proximally deployed aortic extender component (pla260300). No further adverse events were reported. Final angiography showed exclusion of the aneurysm, perfusion of the right renal artery, and the patient was reported to have tolerated the procedure. It was reported the delivery catheter was discarded at the facility and is not available for evaluation. Therefore, the root cause of the deployment difficulty could not be determined.